Manufacturer narrative:
The control solution has been returned to lifescan for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate results compared to another meter. The reporter alleged readings of "160mg/dl" on the lfs meter and "110mg/dl" on an accu-chek meter. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.